Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the prof. Was performing a liver segment resection by using harhd20 - or nurse reported that after a short usage she recognized that the distal tip of the active blade was broken. They had to look for the distal tip with a radiology machine and could localize the part in the bag for instruments which was fixed to the side of the table. They opened another sterile instrument and could finish the procedure without any further incidents. No patient consequence.

Manufacturer narrative:
(B)(4). Investigation summary: the customer provided an image of an hd1000i harmonic instrument. The image provided is that of the distal end of an hd1000i harmonic stand. Image shows the blade is broken. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade.,it was reported that; blade tip broke off the batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.